Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2019, from approximately 1:45 - 8:25 am, the majority of cgm values were low. The patient performed multiple fingerstick readings between 4:22 am and 8:21 am with results ranging from 80 mg/dl to 124 mg/dl. Insulin delivery was suspended for significant portions of time between approximately 1:00 am and 4:30 am due to the falsely low cgm readings. This led to mild ketosis which resolved quickly with insulin. She did not contact a healthcare provider. She replaced the sensor and began receiving accurate cgm values around 10:30 am with a value of 146 mg/dl. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available. No additional patient or event information is available.